Event description:
1992-bilateral prophylactic mastectomies and reconstruction with implants - several surgeries since that time with saline and silicone implants, now possible rupture vs contractures. Bilateral capsulectomy with implant removal. Gel implants removed intact. No evidence of rupture. Slight bleed of left implant. Pt augmented with mentor gel implants.